Event description:
It was confirmed under fluoroscopy that the ventricular lead was fractured. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.